Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus malaysia (oml). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oml, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by the aging degradation because approximately six years and ten months had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4) (oml). Oml checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device at the user facility, it was found that the endoscopic image of the subject device on the monitor became black out intermittently. The user facility has stopped using the subject device since this event. There was no report of patient injury associated with this event.